Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the pump indicated "air in line" and when the nurse went to inspect and adjust tubing, the tubing split in half. There was no patient harm reported.

Manufacturer narrative:
Concomitant medical products: 100ml fresenius kabi bag intralipid 20% ndc 0338-0519-58, lot 10kb2029, exp 01/2018, therapy date unk. Additional information provided: device available for evaluation? (B)(4). The customer¿s report that the tubing split in half was confirmed. The set was received separated between the silicone pump segment and the lower fitment. The ring retainer was received with the set and there was a ring retainer indentation observed around the end of the silicone pump tubing where the separation occurred. Functional testing could not be performed due to the separation. Dimensional testing found the silicone pump tubing to be within specification. The cause of the separation is unknown.